Event description:
It was reported by the patient that at a device check, the clinic said the device will need to be replaced within a month. The patient questioned the longevity only being one year when the patient was also told the device has "never gone off." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.